Event description:
It was reported that during a da vinci total benign hysterectomy procedure, a fenestrated bipolar forceps instrument had a broken wire at the tip. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch down cable broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. A frayed strand stuck out measuring .176. Evidence not conclusive but the remaining strands of the cable may be missing. The clevis did not exhibit any damage or wear marks. An additional finding was various scratches on the distal end of the main tube showing light material removal. The scratches were .158 and .279 in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable and tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.